Event description:
During the procedure, the physician used a wilson-cook howell dash direct access system sphincterotome to perform an sphincterotomy. After electrosurgical cautery was applied to the device, a small portion of the cutting wire detached. The location of the detached portion is unk. No pt injury was reported.